Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50, serial: (B)(4), batch: 16220513. Product family: scs-linear leads, upn: (B)(4), model: sc-2316-50, serial: (B)(4), batch: 16421268.

Event description:
It was reported that the patient stated that stimulation was ineffective and the device had stopped working completely. Patient had not used the device in a number of years. The entire system was been explanted. Patient status has not been provided despite good faith efforts.

Manufacturer narrative:
Update to additional suspect medical device components involved in the event: product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 16109206. Product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 16109206. Device technical analysis: visual and x-ray inspection of the ipg sc-1132 serial number (B)(6) revealed no anomalies. The ipg had been in a state of hibernation, and passed all functional tests once it was fully charged. The battery depletion rate was within the expected range, and an electrical test revealed normal device characteristics. Visual and x-ray inspection of the splitters sc-3400-30 serial number (B)(6) and (B)(6) revealed they were cleanly cut and only the proximal tails with a length of 12 centimeters were returned. No anomalies were identified on the proximal ends aside from the clean-cut. The damage to the devices are a result of a typical explant procedure, and is not considered a failure. Device history record review: a review of the manufacturing documentation for the ipg sc-1132 serial number (B)(6) and splitters sc-3400-30 serial number (B)(6) and (B)(6) revealed that no anomalies or deviations related to the event occurred during manufacturing. Investigation conclusion: the complaint of inadequate stimulation was not confirmed through product analysis. There was no problem detected with the ipg, and because only part of the splitters were returned the cause could not be established.

Event description:
It was reported that the patient stated that stimulation was ineffective and the device has stopped working completely. Patient had not used the device in a number of years. The entire system has been explanted. Patient status has not been provided despite good faith efforts.